Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus was missing from the bolus history. Customer alleged that a 3 unit bolus was delivered and it was not logged in the history. Reportedly, the customer delivered another 2.5 unit bolus which caused blood glucose level to drop to 58 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.